Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of clearlink continu-flo solution sets disconnected after being connected in a set-up with one-link devices; further described as ¿after being screwed on the one-link device, popped off¿. This was noted during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was receive for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed according to product specifications. Functional testing including pressure test and clear passage were performed according to product specifications. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.